Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. Noise could not be reproduced in clinic. The device was reprogrammed. The patient would continue to be monitored.